Manufacturer narrative:
The insulin pump alarmed a33 during the basic occlusion test due to loose protruded drive support disk. Unable to perform occlusion, prime/a33 and excessive no delivery test due to a33 alarm. The insulin pump was received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via telephone call that insulin squirted out during the manual prime. The customer also reported cracks at the reservoir compartment and battery compartment. The insulin pump had an alarm for a compromised force sensor system. The blood glucose reading was 291 mg/dl. The customer reported that the drive support disk was normal and recessed and the customer had not pressed on the cap while connected. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.